Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was cracked and mechanical pieces were exposed. Reportedly, the customer hit the pump off of a desk and the touch screen became shattered. Customer is unable to interact with the touch screen to load a cartridge due to the cracked touch screen. Reportedly, customer reverted to manual injections for insulin therapy.